Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens+ (lal+, sn (B)(6), +13.0d). The lal+ remains implanted with no reports of postoperative complications.